Event description:
The customer was hospitalized due to dka. Troubleshooting was performed. Device passed the tests. It was stated that the batteries were removed and the settings were erased. Also customer was wearing the pump at the time of the admission.